Event description:
This was a left-sided lead extraction case conducted in the ep lab to extract a non-functional biotronik kentrox sl steroid: passive fixation, dual coil ICD - rv. Patient presented to the ed after receiving multiple inappropriate shocks. Md prepped both the rv and ra (biotronik selox pacing lead) leads with a lld-ez. Lasing began on the ra lead with a 14f glidelight sheath with a visisheath - m 33cm and was extracted without problem. Md then switched to the rv lead with the same 14f combination and upsized to a 16f glidelight with a visisheath-l 33cm after encountering adhesions just prior to the proximal coil. The 16f sheath lased over the proximal and distal coil without problem. Just past the proximal coil the patient's abp dropped. Neither the laser sheath nor the visisheath was advanced into the rv. The md called for a stat tee and the cvs. The echocardiogram was not readily available and the cvs asked the patient be transferred to the or for a sternotomy. A pericardiocentesis was performed within 3 minutes of the initial abp decline. Transport time to the operating room is unknown. Upon opening the patient's chest a perforation was found at the apex of the rv. Unfortunately the patient's heart was no longer pumping blood and the resuscitation effort was unsuccessful. The md did not blame spnc devices for the patient's injury stating "this is a risk with any lead extraction."

Manufacturer narrative:
Device was discarded after use.